Event description:
Reporter indicated that device diagnostic testing at office visit resulted in high lead impedance reading (dc-dc code 7 and limit) indicating possible device malfunction. The elective replacement indicator was no, indicating that the generator had not reached end of service. Neurologist reported that previous device diagnostic testing just two weeks prior was within normal limits, indicating proper device function at that time. Revision surgery is planned. Lead break is suspected.